Event description:
Nurse reported pt had low back pain and decrease in blood pressure approx 30-45 minutes into routine chronic hemodialysis treatment on several occasions. Symptoms were attributed to a dialyzer reaction. Nurse tried holding blood pressure medications pre-dialysis; flushing the prime at the start of the treatment; flushing add'l saline through dialyzer; and administering benadryl prior to the treatment but pt would continue to complain of low back pain. Pt was asymptomatic dialyzing with the system one using a another manufacturer's dialyzer with a different membrane.

Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Facility staff attributed the pt's symptoms to a possible dialyzer reaction. The pt continued hemodialysis with another MFR's dialyzer without symptoms. No add'l info will be provided. Nxstage medical considers this report closed. No add'l info will be provided.